Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a spyglass with stone removal procedure performed on (B)(6) 2013. According to the complainant, after advancing the device through the scope and into the patient's common bile duct (cbd), a stone, greater than 2 cm in size, was captured, and then lithotripsy was attempted; however, the basket failed to crush the stone. Attempts were then made to disengage the basket's distal tip, but the tip failed to separate from the basket assembly. Reportedly, an alliance handle was being used in conjunction with the basket device. At this time, the handle was actuated and the basket opened enough to allow the release of the stone. The device was withdrawn from the patient, and then the case was completed using another trapezoid rx lithotripter compatible basket. No patient complications occurred as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of tip won't detach the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.